Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-march-2026, it was reported by a sales representative via phone that an ar-1588al-cp2 allograft graftlink and suture bridge broke on top of the femoral tightrope while tensioning for final fixation. This occurred during use in a case with no patient effect with a 45-minute delay to the case.